Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer has been experiencing high blood glucose. The customer's blood glucose was 400mg/dl, treated with syringe. The customer's current blood glucose was 264mg/dl. The customer is unsure if the drive support cap is protruded, loose, sticking out or flush. During troubleshooting, customer reported insulin exited at the quick release. The customer stated she is unable to read the display and would like to stop troubleshooting.